Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014, device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the pump black box was reviewed and found evidence of one call service (B)(4) alarm on 11/14/2013. The pump performed the rewind, load, and prime without issues. The pump was exercised for 24 hours without interruptions. The pump was opened and corrosion was observed on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump alarmed for a call service alarm that was unable to be reviewed as the pump was unable to get past the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.